Event description:
It was reported that tandem usb cable gave customer an electric shock. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of charging supplies. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.